Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they experienced supraventricular tachycardia (svt) episodes. The patient has not experienced any episodes since then, and the patient believes their implantable cardioverter defibrillator (ICD) is ¿not recording episodes like it used¿ despite still experiencing the same fluttering and shortness of breath symptoms when svt was detected. The patient¿s physician informed them that there are no arrythmias detected but the patient questioned a change in settings in their device. It was further reported that approximately five months after their svt episodes, reprogramming was performed and one month and a half thereafter, the patient experienced a stroke which the patient believed was due to their arrythmias. Of note, the patient¿s physician informed the patient that they have stopped having arrythmias. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d4 unique identifier (UDI) # h6 eval code conclusion (fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.